Event description:
The ge oec 9800 fluoroscopy sys reportedly had the iris collimator close down. The sys was rebooted and had no further issues. There was also a reported collimator stuck error displayed.

Manufacturer narrative:
A ge oec svc rep investigated the issue and had difficulty duplicating the malfunction. The event log showed no errors. During diagnostic testing, the cpu failed. The single board computer was replaced with the sys interface pcb, and the associated software. After repair, there was an episode where the sys deleted data. This was found to be a result of corrupted software and the software appropriate version was uploaded to the sys to eliminate the data loss issue. The sys was tested extensively and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. This facility was unable to, or would not provide any further pt info with respect to this issue.